Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 0016 was identified during a review of the event history log. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced unspecified continuous alarming. It was not reported if the patient was connected at the time of the alarm. There was no report patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.